Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that about 2 weeks ago the patient had a fall and experienced some shocking pain just below the ins pocket site. The shocking was present whether the device was on or off. The manufacture representative (rep) performed an impedance check and found high impedance on electrode 7 >10000. The patient was reprogrammed and the rep was able to cover all areas of pain.

Manufacturer narrative:
Continuation of d10: product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2012 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.